Manufacturer narrative:
(B)(4). Initial reporter's phone number: (B)(6).

Event description:
On (B)(6) 2017 a patient (pt) called to report that while wearing the acuvue2 brand contact lens he/she experienced od ¿itchy and heavy after 2 hours of wear.¿ the pt reported that after 8 days of wear the od was red and had discharge and the ¿od developed a blister on the upper eyelid.¿ the pt reported that he/she went to an eye care provider (ecp) on (B)(6) 2016 and was prescribed vigamox 1 drop every 2 hours for 8 days. The pt also reported that he/she went to a follow-up appointment on (B)(6) 2016 and was instructed to continue using the vigamox 1 drop on od every 4 hours. The pt reported that the ¿ecp diagnosed an infection on the od, but the ecp did not tell pt what infection it was.¿ the pt reported that the ¿redness and the blister on the eyelid disappeared, but the pt still feel his/her od heavy.¿ the pt reported that he/she ¿was recommended to replace the lenses every 2 months and does not sleep in the lenses.¿ the pt reported that he/she was a new wearer of the acuvue2 brand. The pt reported that he/she was not fit for the lenses by an ecp. Multiple calls were placed to the pt for additional medical information, but no new information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002sfz was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.